Manufacturer narrative:
Awareness date reported on initial report as april 12, 2018 but should have been december 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective device was confirmed. Along with that, other activities were performed during repair: "micro": preventive replacement of o-rings performed; motor too loud - motor replaced; motor not turning smoothly - motor replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test completed. Per the input check report, the root cause for the defective device is defective motor and short circuit in cable. The device was fully repaired. This serial number (B)(4) belongs to only the body of hand control set. It does not belong to the whole micro tornado hp. Original serial number is unknown and DHR cannot be done for this product. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone that complaint device is for repair.